Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the aspirex catheter. During the procedure, the wire was broken but the procedure was finished without knowing. About two weeks later, while trying to take out the patient's filter, he found that the wire 4 to 5cm was broken and hung. User tried to pull it out together with snare, but the wire broke about 1.5cm of wire that has fallen off is currently moving around in the right atrium. It was determined that the foreign matter that entered the right atrium along with the vein was not fatal to the patient's life, and it was impossible to take it out.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample / images / videos were received. A physical investigation was not possible. Due to no sample, images, videos received, the reported malfunction cannot be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.